Manufacturer narrative:
A visual inspection and fourier transform infrared spectrometer (ftir) analysis were performed on the returned guide wire and the reported polymer separation or peeling was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported polymer separation. Although there was no separation noted on the polymer, it is possible that the reported separation or peeling was the unknown white material noted on the guide wire and possibly due to manipulation; however, this could not be confirmed. Ftir analysis performed on the guide wire concluded that the unknown material on the polymer was pvp hydrocoat. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after the ht command guide wire was removed from the packaging it was observed that the coating was noted to be peeled off from the device. Another guide wire was used to successfully complete the procedure. There were no patient involvement and no clinically significant delay. No additional information was provided.